Event description:
The customer reported that the battery was damaged. Further information has been provided that the battery indicator is green, but when the ac power is off, the device will not turn on and will not work properly. There was reportedly no patient involvement.